Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left unruptured internal carotid aneurysm, the physician reported that the distal end of the pipeline flex would not open. The patient's vessel was moderately tortuous. As the procedure started, the physician already felt a little resistance when pushing the pipeline flex into the microcatheter. The physician was able to go up the aneurysm site with the pipeline flex. The pipeline flex was deployed, but the distal part of the device was not opening. The pipeline flex was unsheathed further and the mid-segment opened without problem. The stent was resheathed and re-deployed. Again, the distal end did not open. The pipeline was resheathed again, but with a lot of resistance. The microcatheter and pipeline flex were removed as one system; it was observed that the pipeline flex was damaged at the distal end. A second microcatheter and pipeline were used successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
(B)(4). The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire and pipeline were found to be stuck inside catheter. For further investigation, the catheter was cut to remove the pushwire and pipeline. The tip coil appeared to be stretched. The distal hypotube appeared to be stretched. The distal end of the pipeline was found not opened due to the damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. The pushwire appeared to be bent at two locations. The catheter appeared to be accordioned distally. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed. It is possible that the tortuous anatomy and the damage to the pushwire, braid and catheter may have contributed to the reported issues subsequently causing resistance during delivery, failure/incomplete to open distal end and failure to resheath. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).